Event description:
Alleged event. It was reported that the catheter was found broken just before the y junction. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device sample has not been returned for evaluation to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related event.